Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, self, and displacement accuracy tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool lists the following delivery related alerts/alarms around the event date: 100=bolus not delivered occurred @ 09/02/25 21:57:07, 09/02/25 22:54:52, 09/03/25 13:19:48, 09/03/25 23:51:55, & 09/04/25 14:42:46. The adapt tool does not list any motor related pump errors or any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of over delivery was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported discrepancy between sensor glucose value and blood glucose value and experienced hypoglycemia. Customer reported sensor glucose value was 90 mg/dl and blood glucose value was 53 mg/dl. The customer reported that the value difference was not within target range. The hypoglycemia was treated with glucose/carb intake. The event involved product mmt-7040b,mmt-1884,mmt-242a,mmt-332a. Troubleshooting was performed for glucose value difference and not performed for hyperglycemia. It was unknown whether the auto mode feature was active at the time of incident. It was unknown whether the customer had been using an insulin pump within 48 hours of reported event. No further patient complications were reported. No product return was required for mmt-242a,mmt-332a. Mmt-7040b and mmt-1884 were requested and customer response was the devices will be returned. The customer will discontinue the use of the devices.